Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.  Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin broke off while the patient was recharging. The patient stated that the ins still has some battery left, however the patient also reported a return of symptoms. The patient reported a difference in symptoms when the ins was not operating. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Further review determined that fdc code 67 should apply to the recharger c0585934. Fdc code 11 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the new desktop charger resolved the inability to charge the ins and the return of symptoms. No symptoms were reported. There were no reported complications and no further complications were expected.